Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was implanted on (B)(6) 2023 in the right eye. Postoperatively, the patient completed all light treatments; the right eye was targeted for near vision and the left eye for distance. On (B)(6) 2026, the patient's lal was explanted from the right eye due to the patient's dissatisfaction with the chosen refractive target, visual disturbances and monocular diplopia. Postoperatively, the patient was reported to be satisfied with their vision and no longer was experiencing visual disturbances. No additional information is available.